Event description:
Reporter indicated that the "tie down" used to anchor the vns lead had eroded through the pt's neck. Further follow-up with the physician concluded that there is no evidence of infection, the wound has healed, and the pt is doing well. It is unknown at this time if revision surgery was necessary to resolve the event.